Event description:
It was reported that the patient presented with the following preoperative diagnoses: spinal stenosis l1-2; lumbar radiculopathy left lower extremity; intractable back pain; degenerative lumbar disc disease l1-2. The patient underwent the following procedures: transverse lumbar interbody fusion l1-2; posterolateral fusion l1-2; l1 laminectomy with l1-2 discectomy; posterior instrumentation l1-2 with implantable hardware including an exiting crosslink; posterolateral fuion mass with rhbmp-2/acs and allograft; implantation of interbody device with rhbmp-2/acs supplementation. Per the op notes, in the l1-2 interspace, the team implanted one third of a large ii rhbmp-2/acs. Applied as well was exiting crosslink for torsional control and the decorticated areas were covered with rhmbp-2/acs, allograft and local bone into the lateral gutters bilaterally. No patient complications were noted. (B)(6)-2006 : the patient presented with non-specific mid back pain with radiation into the legs bilaterally. X-rays of her lumbar spine show interbody fusion at l1-2 and posterolateral fusion at l1-2 in good position with what appears to be a nice arthrodesis developing at that level. Diagnoses: lumbar spinal stenosis, lumbar radiculitis, and thoracic spondylosis. (B)(6)-2006: the patient underwent a lumbar myelogram and CT. This study shows significant stenosis with foraminal compromise. The surgical site looks healthy. Significant spondylosis with herniation is appreciated above. She has a degenerative spine with a prior tlif at l1-2 and significant spinal stenosis at the level above at t12-l1. (B)(6)-2006: the patient presented with back pain and some radicular pattern bilaterally. Diagnoses: lumbar radiculitis, low back pain, and thoracic herniated nucleus pulposus. (B)(6)-2006: the patient presented with pain in the lower back with radicular symptoms in the lower extremities. She has numbness on the top of her foot. Impression: chronic low back pain due to arthritis and facet syndrome. (B)(6)-2006: the patient presented with moderate tenderness in the vicinity of bilateral l3-4, l4-5 and l5-s1 facet joints. There is increased pain with extension and lateral rotation suggestive of facet syndrome. The patient underwent injections of 1cc of 2% plain lidocaine and 1mg of decadron into the vicinity of the bilateral l3-4, l4-5, and l5-s1 facet joints. Impression: chronic low back pain due to arthritis and facet syndrome. (B)(6)-2006: the patient presented with axial or mechanical pain syndrome with bilateral leg pain with significant spinal stenosis at t12-l1 above a prior l1-2 fusion. Diagnosis: lumbar spinal stenosis; lumbar radiculitis; low back pain. (B)(6)-2006: the patient presented with chronic low back pain due to arthritis and carpal tunnel syndrome. (B)(6)-2007: the patient underwent bilateral injections at l3-4, l4-5, l5-s1 facet joints of 1cc of 2% plain lidocaine and 1mg of decadron and 1cc of sarapin in an effort to achieve a periarticular medial branch facet nerve block. No patient complications were noted. Impression: chronic low back pain due to arthritis and facet syndrome. (B)(6)-2007/(B)(6)-2008: the patient presented with a lot of breakthrough pain. Impression: chronic low back pain. (B)(6)-2008: the patient presented with neuropathic pain in her lower back. Impression: chronic low back pain due to arthritis and f ibromyalgia syndrome; neuropathic pain. (B)(6)-2008: the patient presented with chronic low back pain. (B)(6)-2008/(B)(6)-2009: the patient presented with chronic low back pain due to arthritis and spasms. (B)(6)-2010: the patient presented with a lot of breakthrough pain. Impression: chronic pain syndrome. (B)(6)-2011: the patient underwent injections of 4cc of 2% plain lidocaine and 4mg of decadron into the vicinity of the left rhomboid major muscle using a 25 guage needle. Impression: chronic pain syndrome. (B)(6)-2011/(B)(6)-2012: the patient presented with pain 4/10. Impression: chronic pain syndrome. (B)(6)-2013: the patient presented with pain and an increase of muscle spasms. Impression: chronic neck and back pain secondary to arthritis, disc disease, myofascial pain with spasms.

Manufacturer narrative:
Concomitant: implantable hardware, interbody cage, crosslink, allograft (implant (B)(6)-2005) (B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.